Event description:
It was reported that the patient passed away recently and the cause of death is unknown at this time. The physician noted that the patient benefited from vns and did have breakthrough clusters from time to time. No other relevant information has been received to date.

Event description:
It was noted that the physician suspects sudep as the cause of death but this has not been confirmed. The physician did not have information regarding the relationship between the death and the vns, if the vns was explanted after death, and the exact date of death. No other relevant information has been received to date.